Event description:
Separator was damaged and they gave up using it. The physician commented that the separator was fragile.

Manufacturer narrative:
The info that we have with regard to this incident was supplied by our distributor. We have not been able to contact the physician or hospital directly. The products were not returned to us and we are filing the MDR based on the info we have received. (B)(4).